Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 0072110. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd needle 26x3/8 ib, the device experienced the needle pulling out of the hub. The following information was provided by the initial reporter. The customer stated: it was reported needle detached. Caller reported needle detached. Was the syringe/needle reused?: no. Did issue cause any injury?: no. Did customer require medical intervention?: no.